Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was due to an open yellow (pgnd) wire in the trunk cable and a damaged belt connector. The root cause for the open wire and damaged belt connector was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and the belt connector was damaged.